Manufacturer narrative:
The referenced device was returned to the service center. The device was inspected and tested. All tests passed and all outputs are within specs. Although the evaluation could not confirmed the device error during testing, a review of the device's recorded error log showed the error e433 occurred multiple times. The device was returned to the customer. The device was last serviced via repair on october 23, 2020 for an annual preventative maintenance (no were problems noted). The investigation is ongoing. Therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported, during preparation for use of an unspecified procedure, the high frequency electro-surgical generator unit had an e433 error code and continues to reboot with the error code. There was delay in the procedure and the intended procedure was completed using a replacement unit. No additional error codes, alert tones, or alarms. The connections and cables were checked and secure. No patient death, injury, infection, or medical intervention was associated with this event.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. And to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: 1 - the operator activates the footswitch during generator booting (temporary fault caused by user action). 2 - a defective footswitch (temporary fault). 3 - a defective footswitch (temporary fault, defective reed contact). 4 - a faulty cable connection between hvps board and generator board (temporary or permanent fault). 5 - a defective hvps board (permanent fault). 6 - a defective generator board (permanent fault). 7 - a defective motherboard (adc, permanent fault). An improved generator board was introduced into production in mid-(B)(6) 2020 olympus will continue to monitor complaints for this device.